Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was confirmed that the customer had an alternate form of insulin therapy available. Additionally, the customer reported going for a long walk, and experienced a low blood glucose (bg) level of 61 mg/dl. To treat the low bg level, the customer consumed glucose tablets and a snack.